Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 600 and 400 mg/dl. The customer also reported that insulin pump had power error detected alarm. The troubleshooting was performed for the power error detected alarm and they were able to clear the alarm and complete the rewind. The troubleshooting was declined by the patient for the high blood glucose. The device will not be returned for the analysis.